Event description:
It was reported while reaming and trying to pass a fracture site, the reamer became stuck and hard to pass. Once the reamer was retracted, reamer appeared damaged. No fragments remained within the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding... The sample was received assembled with reamer attached. Further eval noted split tubing and brown discoloration at varius locations over parts of the sample. The lot number is unknown; therefore, a review of the device history record could not be completed.